Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: no damage was observed to the battery cap. The battery cap attached securely to pump, however, the pump failed to power on. The pump histories were unavailable for review due to no power to the pump. A visual inspection of the pump revealed corrosion in the battery compartment. The battery compartment was found to be cracked. The pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.